Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported the ventilator failed out of box and alarmed with pressure sensor failure occurrence. It was reported there was no pt involvement.

Manufacturer narrative:
Reported problem confirmed. The cable from mc to da pcba was not fully inserted causing unit to fail. Properly inserted the cable to the da and mc pcba. Unit fully functional. Office contact information: (B)(4).

Event description:
The customer reported the ventilator failed out of box and alarmed with pressure sensor failure occurrence. It was reported there was no patient involvement.